Event description:
It was reported that posterior capsular damage was noticed after lens was inserted in the patient's right eye. The orientation of the lens changed. The lens was removed and replaced intraoperatively with another model lens. The surgeon indicated that in his opinion the likely cause of the event was intra-operative posterior capsular break. The patient's current prognosis is good. Please ref MDR #1119279-2013-00355 for the delivery device used during the event.

Manufacturer narrative:
The initial reporter indicated that the product was discarded, therefore not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.